Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl; cause was due to using an old pump setting from a previous pump. Customer addressed bg level by ingesting food.